Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable human chorionic gonadotropin (hcg) result for one patient sample. The original result was <0.5 miu/ml with a data flag and was released outside the laboratory. After the result was released, the tech noted a result of 344 miu/ml had been reported from a separate draw performed in the ER on (B)(6) 2014. Due to this result, the tech questioned the original result reported. The sample was retested on the other cobas e411 with a result of 259.9 miu/ml. A corrected report was sent with a result of 260 miu/ml. The sample was then repeated on the original cobas e411 analyzer and the result was 270.0 miu/ml. The patient was not adversely affected. The hcg reagent lot number was 17326901 with an expiration date of 10/31/2014. The field service representative could not find a cause. He checked, cleaned and adjusted the instrument. He ran performance testing and all results passed. The customer ran quality controls and all results passed.

Manufacturer narrative:
Investigation of the event determined the customer was using a "beckman insert cup" which is not specified for use on a cobas e411 instrument. The questionable result was most likely caused by the sample container which interfered with the liquid level detection (lld) of the device.